Event description:
It was reported that the pump was replaced to avoid in vivo battery depletion. The catheter was replaced due to a break/tear/hole. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The report indicated that there was "no patient injury." Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.